Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # : (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> null. Device history batch ==> null. Device history review ==> null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The knee claim form indicates the patient has undergone two revision operations on (B)(6) 2018. However, notes from (B)(6) 2018 written by an internal medicine physician indicated the patient was unable to undergo right knee revisions on either date due to recent extensive abdominal surgery and concurrent co-morbidities. A right knee bone scan on (B)(6) 2019 indicated mild increased osteoblastic activity along the tibial component of the prosthesis, suggestive of loosening. An evaluation on (B)(6) 2019 indicated the patient was experiencing right knee pain, discomfort, and decreased range of motion. There is no evidence of revision. Doi: (B)(6) 2014. Dor: unknown, right knee.